Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a rise in pace impedance measurements remaining within normal range, and a rise in threshold measurements. Technical services (ts) observed noise on the rv rate sense channel however it was not being oversensed. It was noted the patient was pacemaker dependent at that time. The patient was evaluated in the clinic and the pace impedance measurements remained within range with isometrics testing. Technical services (ts) discussed options with the health care professional (hcp) who will continue to monitor. The lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead was surgically abandoned due to the previous clinical observations along with loss of capture and oversensing. A new rv lead was implanted and remains in service. No additional adverse patient effects were reported.